Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing at an office visit. The vns was disabled and the patient was referred for a surgical consult and x-rays. The patient had no trauma and did not manipulate the vns. The patient had begun to not feel normal and magnet mode vns stimulation two weeks before the high lead impedance was noted. X-rays were reviewed by the manufacturer. The lead pin is fully inserted into the generator header, and no obvious lead fractures are visualized. As the lead pin is fully inserted, a lead pin issue has been ruled out and a lead fracture appears more likely. Surgery to replace the vns appears likely, but has not occurred to date.

Event description:
It was reported that the patient had full revision surgery. The explant facility does not return explanted products per hospital policy. Therefore, analysis cannot be completed.

Event description:
It was reported that the patient was referred for a full revision surgery. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the explanted products were available to return. The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the explanted generator and lead was completed. During the visual analysis, the negative electrode quadfilar coil appeared to broken in two areas. Scanning electron microscopy (sem) was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with fine pitting on one of the broken coil strands. Flat spots and pitting were observed on the coil surface. Sem was performed on the second break area and identified the area as being mechanically damaged which prevented identification of the coil fracture type with fine pitting on one of the broken coil strands. Flat spots and pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. There were no anomalies found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.